Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a missing sensor wire. The sensor was inserted into the buttocks on (B)(6) 2016. It was reported that the receiver displayed a sensor failed error and the patient's mother then tried to remove the sensor. Upon removal, patient's mother discovered that the sensor wire was missing. Patient experienced redness in the area of insertion. On (B)(6) 2016, the patient had both an ultrasound and an x-ray performed. Both confirmed that there was no foreign body present in the patient. At the time of contact, the patient was in good condition. Additional event or patient information is not available. No product or data was returned for investigation. The reported event of missing sensor wire was not confirmed. A root cause could not be determined.